Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will me made available following engineering evaluation.

Event description:
It was reported that, "case was a revision fusion. Patient had pervious fusion from l3-s1. Doctor removed the hardware at l3-s1 and re-instrumented from t8-pelvis. He replaced the l3-s1 screws with xia 3. Upon final tightening (using a cp ti rod), the l3 and l5 screws on the right side of the patient and had an incident. While final tightening on an 8.5 mm xia 3 (at l3) and on a 7.5 mm xia 3 (at l5) the inner threads in the tulip head broke out of the screw. There were metal shavings from the inner threads where they had popped off. The blocker popped out of the screw. I recommended taking the rod out and replacing the screws, but the surgeon decided to just place new...